Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged display window. A receiver charge and boot was performed and failed due to receiver not turning on. An internal visual inspection was performed and failed due to a damaged battery. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and rttloss was observed. Confirmation of the complaint was confirmed. The probable cause was a damaged battery.